Manufacturer narrative:
The technician found the power board had some fluid migration and several components had corrosion on them. He replaced the board to repair the bed.

Event description:
Information received indicates the bed has no power at all due to fluid on the power board.